Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 400's mg/dl. The customer had a few high readings and the mother was able to treat with a bolus. The mother stated that they are calibrating 2 times a day when sugars are steady. The mother stated that she did not hear the beep when they were alerted. The customer was advised that the pump can be changed to high beep or vibrate.